Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an elevated blood glucose (bg) level; bg value was not provided. Cause was not known. At the time of the reported event, the customer had not treated the high bg. No additional information was provided regarding the treatment received at the hospital to address the elevated bg. Customer was discharged from the hospital on (B)(6) 2025. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.